Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Fse was dispatched and on 24-aug-2016 cleaned and lubed guide rod. Inspected alignment to tubes and it was good. Customer is using tosoh racks, found several bad prongs on a couple of racks. Customer then ran using tosoh sysmex racks to correct issue. The most probable cause of the reported event was faulty sample racks and tube holder springs.

Event description:
On (B)(6) 2016, a customer reported z axis errors with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.